Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) has an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - 141010), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions), h10. Additional contact information: (B)(6). A getinge field service engineer (fse) checked the machine and found safety disk leak test was failed. Fse observed safety disk was loosely connected. He reinserted the safety disk and performed safety disk leak test has passed. Problem rectified and machine observed for 1 hour on trainer working fine. Unit returned to the customer for clinical use.

Event description:
N/a.